Manufacturer narrative:
Device evaluation by MFR: the device was returned and analysis was completed. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device shaft showed three kinks at the strain relief, 134 cm from the tip, and .5cm from the tip with what appeared to be a broken hypotube at the kink closest to the tip. A functional test was performed according to the instructions for use. The pump was placed into the ultra drive console but the device gave an over pressure error. The devices pressure was not within normal range. The hypotube was dissected at the strain relief, and confirmed the presence of a kink in the hypotube which was likely severe enough to cause an overpressure error. No leaks were noticed during functional testing. Inspection of the device aside from the observed damage revealed no additional damage to the device.

Event description:
Reportable based on device analysis completed on 08mar2022. It was reported that an error message occurred. An angiojet solent dista thrombectomy catheter was selected for use. The thrombus was located from the iliac to truncus fibularis artery. During use, a "check saline error" message occurred. The device was exchanged for a different device. The procedure was completed without any patient complications. However, device analysis revealed a fractured hypotube.